Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified, underweight, a broken shell and others, and missing a piece of shell (25-50%). A microscopic analysis was performed which identified broken striated on the anterior. Based on the device analysis, the final assessment is a striated break assessed as surgical damage consist in the use of some surgical tool, and missing shell due to inconclusive.